Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2017 with the following findings: a review of the black box showed the user made a manual date change which made the total daily dose history appear to be inaccurate. The pump powered on with the returned battery cap. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. No reboots, loss of power, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.